Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company clinical application specialist reported, on behalf of the customer, that when the laser was switched off, the gantry moved downward. There was no pt involved.